Event description:
No additional information provided.

Manufacturer narrative:
Potential root cause for the embedded foreign matter defect is associated with the molding process. Potential root cause for the barrel damaged, scale markings skewed, and missing defects are associated with the marking process. Potential root cause for the plunger rod damaged, and stopper insecure defects are associated with the assembly process. A notification for the missing print defect was written during the production of batch 3334935. A requalification was performed, and the line cleared of defects. However, it is possible a limited number of pieces with this condition were able to escape detection. The embedded fm is most likely degraded plastic. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start-up. This type of defect is cosmetic and does not pose a risk to the customer. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. Silicone has been in use in this application for over 20 years, with estimated distribution well in excess of (B)(4) units. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. We will continue monitoring the complaint trend for the product and symptom. Batches 3334933 and 3334935 are considered in compliance with our product specification requirements.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 3ml ll bns barrel / flange was damaged. The following information was provided by the initial reporter: we hereby submit our findings at the end of batch, as agreed upon. All deviations were found during packaging, prior to sterilization. So, prior to use, so no medication and no patients are involved. Article code: 301073, 3ml bulk ns ll. Batches: 3334933 and 3334935. First event date: 17/05/2024. Last event date: 26/11/2024. Deviations: jammed stopper / crooked stopper: 244. Visible silicon oil: 858, not expected to be an excess of oil. Incomplete scale: 2. Embedded matter: 3. Damaged syringe: 2.